Event description:
The customer reported falsely elevated troponin I (access accutni+3) result, above the laboratory's reference range, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. The initial result was not released from the laboratory. There was no patient impact associated with this event. Subsequent testing of the patient's sample, on the same instrument, produced lower results within the customer's normal reference range. The plasma samples were collected in 13x75 mm tubes without gel and centrifuged at 4,400 rpm (rotations per minute) for five minutes, at room temperature. The customer indicated quality control (qc) was within the laboratory's acceptable range prior to and after testing the samples. No sample integrity issues were noted. There were no system errors in the event log during testing. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni+3 device was returned for evaluation. The field service engineer (fse) inspected all pipettors and their respective pumps for leaks or excessive debris. No fluid leaks were observed from the sample reagent pipettors or aspirate/dispense probes. The fse inspected the wash wheel. The fse noted system check, performed by the customer, did fail the unwashed portion with fliers concentrated to reagent pipettor #4. The fse verified reagent pipettor #4 ultrasonic voltage and performed ultrasonic adjustment with acceptable results. The fse performed pipettor matching routines, calibrated the pressure sensors, and also performed the low volume pipettor matching routine; no issues were noted. The fse performed system check and a 20-replicate precision test on the low level quality control (qc); all testing passed within assay and instrument specifications. The fse proactively replaced reagent pipettor #4 precision pump as the customer was having issues with cardiac marker testing. Further review of the customer-supplied data file indicates the elevated troponin result was obtained from reagent pipettor #4, however, there was insufficient evidence to reasonably conclude that hardware was a factor in the erroneous result obtained. No system hardware malfunction was identified. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00097.